Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint error message for service required. During the evaluation of the device, they found pca burned.